Event description:
The customer contacted the siemens technical solutions center (tsc) and stated that potassium quality controls (qc) were intermittently out of range and the assay needed frequent recalibration on an advia 1800 instrument. The customer stated that patient samples had also been affected. Discordant results were not reported to the physician(s), as affected samples were repeated prior to being reported. There are no reports of patient intervention or adverse health consequences due to the discordant potassium results.

Manufacturer narrative:
The customer contacted the siemens tsc. During troubleshooting with the customer, the tsc specialist determined that the potassium electrode should be replaced. The customer replaced the potassium electrode, which resolved the issue. The cause of the discordant potassium results was an electrode failure. The instrument is performing according to specifications. No further evaluation of this device is required.